Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at an unknown dose)via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient had a csf (cerebrospinal fluid) leak which began yesterday ((B)(6) 2019). A blood patch had already been done. The doctor would be doing a catheter revision tomorrow ((B)(6) 2019). With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.